Manufacturer narrative:
(B)(4).

Event description:
It was reported there was premature discharge of the battery. The device was explanted and replaced. It was unknown if there were any signs or symptoms associated with the event. Additional information reported the event was not premature discharge of the stimulator. In (B)(6) 2013 the patient banged into a table corner at the site where the stimulator was implanted. At the implant site, the skin had been accidentally cut and a hematoma appeared. The stimulator migrated in the pocket. The stimulator was then explanted and the patient later received another stimulator. Additional information reported patient was doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved.